Manufacturer narrative:
Device evaluation: one pneupac ventilator was returned for investigation in used condition. Visual inspection revealed the following: housing was cracked, battery holder assembly was corroded, device was dirty, and the manometer had shifted. The customer reported product problems were confirmed during functional testing. The issues were occurring because the device had physically been damaged. The damage was attributed to the end user. A user interface issue was therefore established as the root cause. The damaged components were repaired/replaced.

Event description:
It was reported that the battery connection on the pneupac ventilator (parapac) was lagging. The device was also alarming. No patient injury or complications were reported in relation to this event.